Event description:
Hcp reports the patient presented in 05/2003 with signs of withdrawal including nausea, vomiting, and pain. Hcp reported a break, tear, or hole in the catheter. A dye study was done-unknown date or results. A total device system revision was done. The pump and catheter were returned to the manufacturer for device analysis. A follow up report will be sent when additional information is received.